Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer was able to get cubie open and issue item. No problem on the device. The system functioned as intended and technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer cubie was not openingthe customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.